Event description:
It was reported that the patient had surgery on (B)(6) 2015. Upon follow-up with the surgeon¿s office, it was reported that the patient¿s vns had been partially removed at an earlier time, so the surgery on (B)(6) 2015 was to re-implant vns. No further details were known by the implanting surgeon's office. Good faith attempts for additional relevant information have been unsuccessful to date.

Event description:
Follow-up was performed with the physicians¿ offices. It was reported that the patient was scheduled to have surgery in (B)(6) 2010, but it was cancelled at that time. The patient had another surgery in (B)(6) 2010, but the date of vns explant was not known.

Event description:
It was reported that a patient would be referred for surgery after high lead impedance results were obtained during a routine office visit. At this time, it is unknown if any device will be replaced. Good faith attempts to obtain additional information including x-rays, specific diagnostic results, etc. Have been unsuccessful to date.